Manufacturer narrative:
A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler cassette and the patient¿s suspected peritonitis event. At the time of this clinical investigation, it cannot be confirmed that the pt. Had a true peritonitis event. Therefore, actual causality cannot be fully determined. Furthermore, it is unknown what may have caused the pt¿s moderate pleural effusion. At this time there have been no reported allegations of a fresenius product malfunction associated with the pt¿s pericardial effusion. Pleural effusions are known to occur in esrd patients (mayo clinic, 2018). Per the pt¿s pd nurse, the pericardial effusion was a pre-existing condition and there is no documentation contained in the complaint file (including medical records received) indicating the pt. Had any adverse effects because of the pericardial effusion. Additionally, the pt¿s symptoms of nausea, vomiting and diarrhea were most likely related to gastroenteritis but there is not enough information to establish definite root cause. The pt¿s nausea and vomiting could have also been associated with splenic infarct. The alleged event is not confirmed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis nurse reported that the patient was hospitalized for peritonitis. Additional information was solicited and received. On (B)(6) 2018, this patient (pt.) With end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) was hospitalized due to experiencing intractable nausea and vomiting with diarrhea. During hospitalization, the pt. Was continued on pd therapy while hospitalized (treatment details/ products are unknown). As part of medical evaluation, the pt. Underwent a computerized tomography (CT) scan of the abdomen/pelvis significant for a moderate pericardial effusion, chronic splenic infarction and suspected gastroenteritis. It is unknown if the pt. Was treated for the pericardial effusion during hospitalization. Per the pt¿s pd nurse (reported during a follow up call), the pt. Had pre-existing pericardial effusion prior to this hospitalization. Notably, the pt. Had leukocytosis during hospitalization which prompted culture and analysis of the pt¿s pd effluent (unknown date). Initially, the pt¿s pd effluent showed growth of few gram-positive cocci. However, it was recorded the pt¿s pd effluent remained negative. Albeit, the pt. Was treated with the antibiotics levaquin (unknown dose, route, frequency) and vancomycin (unknown dose, route, frequency) for suspected peritonitis. During a follow up call with the pt¿s pd nurse, it was reported the pt¿s nephrologist ruled out a true peritonitis event as the pt. Did not have symptoms of cloudy pd effluent or abdominal pain during this event. Moreover, the nurse re-iterated the pt¿s pd effluent culture was negative. It was recorded the pt¿s symptoms significantly improved during hospitalization and on (B)(6) 2018 the pt. Was discharged from the hospital continuing oral levaquin therapy for a planned 5-day course.

Event description:
"."